Event description:
During an open reduction internal fixation procedure of a medial epicondyle, the surgeon was inserting the 4.0mm cannulated screw into the distal humerus and the screw broke at the shaft above the threads. The surgeon backed out the screw and retrieved the broken fragments. The threads of the screw remain in the distal humerus. The surgeon then used another screw to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing investigation and the screw was broken at the shaft just above threads, which is consistent with complaint. The shaft was bowed. The threaded portion of the screw was not returned. Since features relevant to the complaint could not be checked because the threaded portion of screw was not available and no lot number was provided, this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 05/08/2012.

Event description:
This is report 1 of 1 for file (B)(4).